Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter was replaced due to urinary incontinence. On (B)(6) 2025 the catheter had natural removal. On (B)(6) 2025 the catheter was spontaneously removed due to balloon rupture and on (B)(6) 2025 the catheter was spontaneously removed due to balloon rupture.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. Was reviewed for this investigation. The reported event is addressed within the labeling as it state" contraindications: 1. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Important precautions: 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. Accidental removal of the device due to leakage of sterile water or balloon rupture malfunction and adverse events malfunction catheter kinking, damage, rupture difficulty or failure to remove the device accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use. A DHR could not be performed since no lot number was provided. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 the foley catheter was replaced due to urinary incontinence. On (B)(6) 2025 the catheter had natural removal. On (B)(6) 2025 the catheter was spontaneously removed due to balloon rupture and on (B)(6) 2025 the catheter was spontaneously removed due to balloon rupture. No medical intervention was reported.